Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high capture threshold and high pacing lead impedance during a follow-up in clinic. The lead was capped and replaced on (B)(6) 2016. The patient was stable post procedure.

Event description:
Additional information received indicated that the patient was asymptomatic before and during the procedure.